Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that flap complication occurred in unknown eye during refractive surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile shows all laser system functions were within specifications. The logfile shows twenty four successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review of the complete treatment day shows that twelve beam control checks were performed way before up to twenty four minutes the start of the treatments and not immediately before the treatments. The review also shows that during twenty three treatments the suction process was achieved without missed vacuum one or two and re-dockings. During one treatment the surgeon has had difficulties to reach a valid suction one and two value resulting in multiple docking attempts. The review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint related product is expected to be returned for investigation. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior the day of event. Most recent onsite visit from field service engineer was completed, field service engineer performed and signed service installation record. System meets specification as per service installation record. No associated service visit for the reported event could be identified. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).